Event description:
Additional information received reported the patient had a culture of the pocket and there were no anaerobes found in the 48 and 72 hour cycle.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the location of the infection was the device pocket. It was noted that cultures were taken from device pocket and no anaerobes were found. It was further noted the patient was given oral antibiotics and the patient recovered.

Event description:
It was reported that there was an ipg (implantable pulse generator) pocket erosion. One corner was already showing, and opposite corner was irritated. The hcp (health care professional) elected for full system explant. Patient status at time of this report was alive with injury. Drainage/incisional wound opening at the device pocket were also reported. It was later reported that total system explant occurred on the day of the report. The pocket was infected.

Manufacturer narrative:
.

Event description:
Follow up information received reported that the physician did do a culture of the pocket but the results were not available. If additional information is received, a follow-up report will be sent.